Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to deliver a bolus approximately an hour and a half after a previous bolus had been delivered. Reportedly, the customer received a message about "insulin on board" and the bolus did not delivery. At the time of the reported event, the customer delivered a bolus by adding the carbohydrates and blood glucose (bg) information, and the message did not recur. Reportedly, the customer alleged that due to having insulin on board (iob- active insulin in the body) at the time of the reported issue, the pump did not allow the bolus to be delivered as the requested bolus amount may have been too large. The customer's bg level ranged from 207-221 mg/dl. Review of the pump data logs by tandem technical support showed that there were no abnormalities regarding the bolus delivery. Tandem technical support educated the customer regarding the iob feature of the pump.